Manufacturer narrative:
It is suspected that medical intervention was required to resolve nodule under one eye after off-label bellafill dermal filler injection. Doctor indicated that an excision was done to remove product after bellafill injection and nodule under one eye. No further information was provided after the intial report, after multiple attempts to obtain the information. On (B)(6) 2019: initial report nodule under the eye was excised, doctor requested that any questions be sent by email to (B)(6). On (B)(6) 2019: suneva emailed detailed questions regarding the reported issue to the doctor. On 05/29/2019: no response. Suneva emailed a reminder to the doctor. On 06/05/2019: no response. Suneva emailed another reminder to the doctor with detailed questions. On 06/18/2019: no response. Suneva called the doctor's office. Per the receptionist, the doctor was busy with a patient and could not come to the phone; however the email address ((B)(6)) is correct. She will have the doctor check her email messages and respond. Suneva sent another email reminder to dr. (B)(6). On 06/26/2019: no response. Suneva emailed another reminder to the doctor with detailed questions. On (B)(6) 2019: dr. (B)(6) responded to the latest email, stating "please give me some time. I will send you some reply this weekend and pictures." On 07/01/2019: no further information provided at this time. It is unknown if excision was required to resolve the issue and no confirmation that bellafill was used. Filing conservative MDR. The date of the event is unknown. The date of bellafill injection is unknown the patient's gender and age are unknown. The date of excision is unknown. It is unknown what other treatments were done prior to excision. It is unknown whether product was injected under both eyes and it cannot be confirmed at this time whether bellafill dermal filler was used. Bellafill lot numbers have not been provided, and since the date of injection is unknown, we are unable to determine potential lots that may have been used in the patient's bellafill procedure via shipping history. Bellafill syringes are single use devices are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." Bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. The bellafill instructions for use instructs the user that "best results with bellafill are achieved in defects requiring deep dermal implant placement and not into the subcutaneous fat." Suneva apologizes for the late submission of this 30-day MDR. There was a one-off human error in date tracking which is not expected to occur again.

Event description:
It is suspected that medical intervention was required to resolve nodule under one eye after off-label bellafill dermal filler injection. No further information was provided after multiple attempts to obtain.